Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator exhibited over-sensing due to use of an over the counter tens unit on the patient's neck. Programming changes were made. There were no patient consequences.